Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's feedback, the 4mm pen needles were purchased from the pharmacy, it could not be injected as soon as the new needle was installed. The customer thought that the needle was blocked, and then the customer changed the needle and still could not be injected; the injection pen was also replaced. At present, there were 4 pieces that cannot be injected. The customer said that the problem products and their outer package had been thrown away, and the article number, batch number, registration certificate number and other information could not be provided, and the problem samples were not retained. The customer informed us that he has injected insulin for more than 10 years and used bd products for more than 10 years. The brand of injection pen and insulin solution cannot be provided.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that 4 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's feedback, the 4mm pen needles were purchased from the pharmacy, it could not be injected as soon as the new needle was installed. The customer thought that the needle was blocked, and then the customer changed the needle and still could not be injected; the injection pen was also replaced. At present, there were 4 pieces that cannot be injected. The customer said that the problem products and their outer package had been thrown away, and the article number, batch number, registration certificate number and other information could not be provided, and the problem samples were not retained. The customer informed us that he has injected insulin for more than 10 years and used bd products for more than 10 years. The brand of injection pen and insulin solution cannot be provided.